Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not explanted.

Event description:
It was reported by a site via an ae form for the sfa clinical study that the subject presented in the doctor's office for a post-op follow-up visit on (B)(6) 2016 c/o increased r hip pain. X-rays were obtained and it was decided that everything was fine. Subject came in again on (B)(6) 2016 for his 6 week assessment and follow up. The 6 week post-operative films were reviewed and it was determined by dr. (B)(6) that the patient has a peri-prosthetic femur fracture with subsidence. Non-operative management was determined and the subject is now touch down weight bearing only until his next ov.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an securfit stem was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "there is no evidence this periprosthetic fracture described as occurring after the patient ¿sustained a fall¿ was related to factors of faulty component design, manufacturing or materials." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical records were reviewed by a consulting clinician who indicated: "there is no evidence this periprosthetic fracture described as occurring after the patient ¿sustained a fall¿ was related to factors of faulty component design, manufacturing or materials." No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported by a site via an ae form for the (B)(6) clinical study that the subject presented in the doctor's office for a post-op follow-up visit on (B)(6) 2016 c/o increased r hip pain. X-rays were obtained and it was decided that everything was fine. Subject came in again on (B)(6) 2016 for his 6 week assessment and follow up. The 6 week post-operative films were reviewed and it was determined by dr. (B)(6) that the patient has a peri-prosthetic femur fracture with subsidence. Non-operative management was determined and the subject is now touch down weight bearing only until his next ov.